Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at >= 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the mobile anomaly is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tf tavr procedure the valve was successfully deployed with trace pvl and no pacemaker needed. Upon invasive hemodynamic gradients, tee observed a mobile anomaly extending from the lv through the aortic valve and into the ascending aorta. Multiple act's were tested with the lowest being 252 and the highest around 280. Further interrogation suggested either a torn mitral valve cordae or potential thrombus originating in a location unknown. The anomalous object was deemed too high risk to leave alone and the tavr team decided a conversion to open surgery was warranted to remove the object. The surgeon opened the patient with a typical sternotomy, cross clamped and removed the object observed on tee. There was significant discussion surrounding if it was thrombus or a chord with little resolution. The sample was sent to pathology to determine what the object is. The patient was closed, off pump and indicated the patient tolerated the conversion well.the assumption from the cardiologists and surgeons is that there was thrombus on the wire in the left ventricle prior to valve deployment. Once this wire was removed, the thrombus/object remained in the lv and typical cardiac rhythm tethered the object outside of the valve frame. The CT surgeon mentioned the object and any other possible thrombus was removed from the ventricle and ascending aorta and the patient was closed taken off pump and extubated without issue.